Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella 5.5 support and during support, the patient experienced five minutes of ventricular tachycardia (vt)/ventricular fibrillation (vf). The patient was defibrillated six times and was given amiodarone and lidocaine boluses. Support was continued for approximately a week or so. Care was withdrawn and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.